Event description:
Complainant alleged that during biomed testing, the device inappropriately shuts down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer indicated that the device is not returning to zoll for evaluation; it will be repaired by their biomed department.